Event description:
Reportedly the suture broke during closing of the aorta. It broke half way through the strand causing add'l tearing of the aorta. Add'l time needed to repair hole in aorta. Blood loss occurred (not excessive). New suture used. Pt stat fine.